Event description:
Additional information was received from a healthcare professional. It was reported that reprogramming was tried/taken to resolve the patient's lack of spinal cord stimulation therapeutic effect.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported there was a problem with impedances. The rep was reading >10,000 ohms. This information was reported on the day of the patient's implant surgery. The rep later reported all impedance measurements were normal post-operation in recovery. Additional information received from a consumer reported there was no therapeutic effect since implant. The patient stated the therapy never helped so she turned it off about 2 years after implant and let it "die." No troubleshooting was requested by the patient. The implantable neurostimulator (ins) was dead and the patient had no desire to restart. There was burning at the ins site after implant. The patient noted there was no infection, but she felt like she had been branded. The burning lasted 6 weeks after implant. The patient asked if this would happen with explant and it was reviewed for the patient discuss the level of surgery for explant with her healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.